Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an 'air in line' alarm. There was unknown patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed and found "cannot start pump" alarms on multiple dates. Visual and functional tests were performed, which found a damaged downstream occlusion (dso), a defective dso sensor and a defective air detector. The customer's problem was replicated, and the cause of the problem was the defective air detector and dso sensor/damaged dso seal. The air detector, dso seal and sensor were replaced to fix the issue.